Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, on three reloads, the few first pins of the reload popped out of the reload and the device could not continue firing. To resolve the issue, a new device was used. There was no patient injury.